Event description:
The international customer reported the ventilator alarmed with a pressure sensors failure. The device was not in use on a patient; therefore, there was no patient involvement or harm. Failure of the pressure sensors during normal ventilation operation may affect the accuracy of the system pressure measurement, which may result in a vent inop occurrence. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The manufacturers service provider confirmed the reported problem. The service provider replaced the motor controller pcb board to address the reported problem.